Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) since getting the scs system implanted. Troubleshooting did not reveal any anomalies however, it was suspected that patient compliance with charging instructions may have been a factor. The patient underwent a revision procedure during which the ipg was explanted and replaced. There were no reported patient complications postoperatively.